Event description:
The affiliate stated the customer reported vote-outs for white blood cell (wbc) and hemoglobin (hgb) parameters, involving the coulter act diff 2 analyzer. The customer stated no erroneous patient results were generated as patient samples were not analyzed at the time of the event. There was no patient impact associated with this event. A beckman coulter field service engineer (fse) assessed the instrument at the facility.

Manufacturer narrative:
Based on root cause, the suspect product was identified to be the reagent(s) used with the instrument. The first product is listed; subsequent products are provided here; it is unknown which lots were in use at the time of the event. Therefore, expiration date and device manufacturing date are also unknown for this event. Brand name: coulter act pak reagent kit; catalog #: 8547110; lot #: 112079k through 112094k. Brand name: coulter act tainer reagent kit; catalog #: 8547111; lot #: 113075k through 113087k. Brand name: coulter diff act pak, 15l; catalog #: 8547134; lot #: 112077k through 112097k. Brand name: coulter diff act tainer 4l; catalog #: 8547135; lot #: 113074k through 113090k. The manufacturing site address has been updated to correlate to the product. New information about the root cause was completed on 8/12/2015. Root cause changed the 510k from k973634 to exempt to correlate to the product. A recall was completed and an important product notice letter was sent to customers on 08/25/2015. The root cause has been identified as lot to lot variation in the sodium sulfate used in the reagent, which resulted in a compromised white blood cell (wbc) bath in this event. In addition, the investigation found that the root cause identified would not cause or contribute to serious injury or death as the probability of harm per the risk assessment is highly unlikely and not a reportable event.

Manufacturer narrative:
The field service engineer (fse) observed the white blood cell (wbc) chamber dirty and unstable and replaced the wbc bath to resolve the reported issue. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the white blood cell (wbc) bath. A definitive root cause is unknown. (B)(4).